Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurement. This lead was surgically abandoned (capped) and was successfully replaced with no issue. Add'l info obtained from the field rep indicated that the low out-of-range pacing impedance measurement was confirmed through pacing system analyzer (psa). No adverse pt effects were reported. This product is not expected to be returned. The lead was actively implanted for approx 10 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was successfully replaced with no issue and no adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.